Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a manufacturing record evaluation was performed for the finished device product code: 04.168.000s lot number:6116p78 it was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 31-may-2023 manufacturing site: jabil grenchen expiry date: 01-may-2033 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) , 2023, the patient underwent an orif surgery with fns implants for a femoral neck fracture. The surgery was completed successfully with no surgical delay. After the surgery, a removal of implants and tha were scheduled because necrosis of the femoral head occurred although bone union of the fracture site was achieved. The surgeon commented that there were cases like this and that it was not a question of implants. No further information is available at this time. This report is for one (1) femoral neck system plate 1 hole - sterile this is report 4 of 4 for complaint (B)(4).